Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter assumed that the infusion device was delivering an inaccurate amount of insulin since the piston rod did not extend. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 500 mg/dl and she had symptoms of vomiting, tachycardia, and dyspnea. The patient was treated with insulin via infusion and serum therapy. It is unknown on how long the patient was hospitalized. The patient was still in the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.